Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer changed pump supplies to resolve the issue. Additionally, it was reported that an empty cartridge alarm occurred. Customer loaded a new cartridge to address the issue. Multiple attempts were made to further troubleshoot the issue; however no response was received, therefore no additional information could be obtained. Customer¿s blood glucose level was 180 mg/dl.